Manufacturer narrative:
The insulin pump received with no act button response due to the corroded keypad traces. There was no button error alarm noted during testing. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the button was not pressed for longer than 3 minutes.